Event description:
Doctor reported event of "gastric perforation" from journal article: "complications and outcome after laparoscopic bariatric surgery: lagb versus lrygb", langenbecks arch surg, doi 10.1007/s00423-012-0945-5.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Stomach perforation is surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of stomach perforation as follows: device labeling contraindicates the use of the lap-band system in a pt with a previous gastric injury: contraindications: pt who have/experienced an intra-operative gastric injury during the implantation procedure, such as a gastric perforation at or near the location of the intended band placement.